Manufacturer narrative:
Patient revised for the second time on april 16, 2021 due to a dislocation. ø36+3 135/145 humeral cup was removed and replaced by ø36+3 135/145 stability humeral cup. 1st revision surgery march 03, 2021. Primary surgery (B)(6) 2020.

Event description:
Patient revised for the second time on april 16, 2021 due to a dislocation. ø36+3 135/145 humeral cup was removed and replaced by ø36+3 135/145 stability humeral cup. 1st revision surgery march 03, 2021. Primary surgery (B)(6) 2020.